Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 16.2 mmol/l and the sensor glucose was 3.8 mmol/l at the time of the incident. The customer¿s blood glucose was 15.8 mmol/l and the sensor glucose was 3.6 mmol/l. The sensor glucose value that triggered the suspend event was 3.8 mmol/l and suspend on low limit in sensor settings was 3.6 mmol/l. The sensor will be returned for analysis.